Manufacturer narrative:
Return of the product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Had one of the toothbrush heads break [device breakage]; no adverse event [no adverse event]. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b precision clean brushhead broke. No symptoms developed.